Manufacturer narrative:
Calibration signals were below expectations. No issues were identified during a review of the alarm trace data. Brown discoloration was visible around the sipper station and the assay cup holder appeared cloudy. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 280 pg/ml. The repeat result was 5.8 pg/ml. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.